Event description:
Infant heel warmer ruptured when squeezed to activate spraying solution into the air. Solution landed on nurse's hand and clothing. Similar incident has occurred 2 other times. Incident did not reach patients.